Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Reportedly, the customer did not perform the air removal process during the load sequence. A supply change was performed to address the issue. Customer's blood glucose level was 195 mg/dl.